Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, bacterial vaginosis, benign essential hypertension, amenorrhea, vaginal discharge abnormality and hypertension. Concomitant products included amlodipine since 2005, cefixime (flexeril) since 2016, fluconazole from 2015 to 2016, hydrocortisone acetate since 2014, ibuprofen, omeprazole magnesium (prilosec) since 2013 and ulobetasol propionate (halobet) from 2015 to 2016. On(B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain female/pain"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain/abdominal pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, migraine, headache, nausea, weight increased, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, headache, migraine, nausea, pelvic pain, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirm tubal ligation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/pain') and genital haemorrhage ('heavy abnormal bleeding') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, bacterial vaginosis, benign essential hypertension, amenorrhea, vaginal discharge abnormality and hypertension. Concurrent conditions included uterine fibroids. Concomitant products included amlodipine since 2005, cefixime (flexeril) since 2016, fluconazole from 2015 to 2016, hydrocortisone acetate since 2014, ibuprofen, omeprazole magnesium (prilosec) since 2013 and ulobetasol propionate (halobet) from 2015 to 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain/abdominal pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, migraine, headache, nausea, weight increased, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, headache, migraine, nausea, pelvic pain, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirm tubal ligation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Case became serious incident as removal was done. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, bacterial vaginosis, benign essential hypertension, amenorrhea, vaginal discharge abnormality and hypertension. Concomitant products included amlodipine since 2005, cefixime (flexeril) since 2016, fluconazole from 2015 to 2016, hydrocortisone acetate since 2014, ibuprofen, omeprazole magnesium (prilosec) since 2013 and ulobetasol propionate (halobet) from 2015 to 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain female/pain"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss") and weight decreased ("weight gain/loss"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain/abdominal pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, migraine, headache, nausea, weight increased, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, headache, migraine, nausea, pelvic pain, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirm tubal ligation. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Fu received. No new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.